Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. It was noted, while unpacking the taxus express2 3.5x12mm drug eluting stent, that the struts were flared up and the stent was pushed down on the balloon. The damaged device was exchanged for another taxus express2 stent to successfully complete the procedure. No patient complications occurred as there was no patient contact.